Event description:
A report was received that a patient underwent a pocket revision due difficulties charging. The patient had lost weight (not device related) and has since been having issues charging her ipg. The physician made the pocket deeper. Nothing was implanted or explanted and the patient is reportedly doing well.